Manufacturer narrative:
Flarsheim manufacturer report: fse vistied hospital to investigate, could not reproduce the events. Tried multiple times to cause the petals to stick but functioned normally. No evidence of black line, however, he did adjust camera to reduce grainy appearance that was mentioned on service ticket. Fse verified proper operation. System returned to full service by the customer.

Event description:
Review of daily service ticket reports revealed the following. Customer reported via phone to lf dispatch that they could not stop fluoro. Addendum 08/04/06: technologist states; patient having a retrograde pyelogram. Technologist tried to take the scout film with the digital rad foot pedal, the machine started making noise. Technologist removed foot from pedal to stop exposure, but the exposure signal "beep" kept sounding. Technologist tried to step on the pedal again to possibly "unstick" the pedal, but to no avail. Tried to use the digital fluoro foot pedal, but it woul dnot do anything because the system recognized the other pedal. Technologist went to the control panel to shut system down with the touch screen, but the system would not shut off. Technologist then reached down and turned the hard drive off, while nurse shut down table. The system shut down, but had accumulated 54 secs of fluoro time. Second issue: ever since lf added the "purple box" the fluoro image is hazed with a black mark from right to left across the top of the screen image. Lf indicated to her that this would go away after the initial exposure. It does, but it comes back with ever yinitial exposure with each exam. Even during the exam, if the tube cools, then the black line comes back until and exposure is made. The black line effectively covers the upper view of what ever anatomy is being viewed under fluoro.